Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 260.4130. Technical support. Logic board: 1. Customer stated unit was in operation when error occurred. 2. Informed customer this is most likely due to the logic board. 3. Recommended sending in for repair and emailed customer our fixed level pricing. 4. Customer will seek direction from their leadership. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was not confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device had error code 260.4130. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had error code 260.4130. There was no patient involvement.